Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed, all passed qa inspection. One representative sample was returned for investigation. Based on visual inspection, there was no abnormalities or design irregularities observed on the returned sample as per stated by complainants. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Leak balloon could happen due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
According to the family of the patient and the nurses there is a problem with the balloons deflating. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
According to the family of the patient and the nurses there is a problem with the balloons deflating. There was no patient injury.